Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer controller had thermal damage. A field service engineer replaced the drawer controller board to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawer did not open. During device part analysis inspection found that the thermal damage on the controller board. There were no adverse events or injuries reported based on this event.